Event description:
It was reported that during an unspecified procedure, the polymer on the guide wire "melted." The lesion location was not specified. While using a "laser" during the procedure, the polymer on the graphix guide wire (model unk) became "melted." No pt injuries or complications were reported. Pt status is listed as "ok."

Manufacturer narrative:
The complainant indicated that the guide wire has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.